Manufacturer narrative:
D10 concomitant products: vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y vp-745-x - vp-745-x surgipro*ii 8-0 60cm mv1758da, lot# d3j3160y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the 28 sutures were broken at the connection of the needle and thread. Surgical time was extended by 15 minutes. There was no patient injury.